Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced tape not sticking event on 06-april-2024 . Product did not penetrate to the skin that was the cause of tap not sticking. No further information available.